Event description:
It was reported that the patient experienced insulin was leaking from the infusion site. As a result, the patient experienced hyperglycemia with a blood glucose level of 265 mg/dl and polydipsia. The patient reported using an insulin pen to correct the elevated blood glucose levels on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.